Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer stayed on a white screen for a long time during the boot up, after about 18 minutes an error message screen appeared. Hard drive was reimaged and software was reloaded to resolve issue. Concomitant medical products: product ID: 229047, analyzer. (B)(4).

Event description:
It was reported the programmer will not power up to the interrogation screen. White screen appears and the programmer is locked at that point. The programmer was returned for repair. No patient complications have been reported as a result of this event.